Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s mother reported that the patient had a skin reaction from the sensor patch, with cellulitis, heat at the site, irritation, a lump, and pain/limping during walking that developed 5 days after the sensor had been inserted in the leg. He was seen by his physician who palpated the lump and told the patient¿s mother he did not think there was a foreign object embedded. The physician thought the issue was due to an allergic reaction. The patient was treated with antibiotics omnicef 300mg capsule twice a day for 10 days and mupirocin ointment 30grams twice a day for 7 - 14 days until it clears. At the time of the call he was still having some pain at the site and still limping. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the leg, which is off label usage of the device, on (B)(6)2019.